Event description:
Beckman coulter inc. (Bci) warehouse reported lx glucose reagent leak due to lose cap, which had leaked onto lx bun reagent. No injury was reported.

Manufacturer narrative:
The incident occurred at bci warehouse. Lx bun product number is 472482; date of manufacture 05/31/2010.